Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that two days ago her back was hurting and she stopped feeling stimulation, so she went to check her ins and said that when she put the recharger on, it showed it had charge and the patient said that she then got her patient programmer (pp) out and found when she turned stimulation up, it didn¿t resolve her problem. The patient confirmed her stimulation was on and she didn¿t feel stimulation when it was on or off. The patient reported that she only had one program available, so there were no other programs to try. The patient reported that normally with the pump and stimulation working, they didn¿t have this problem, but without the ins working, the pain was very high. The patient reported that she had her leads checked in the past by their healthcare provider (hcp) and they said the leads ¿look really good.¿ the pp showed that stimulation was on. The amplitude was increased/decreased appropriately and the issue didn¿t resolve. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the back pain and loss of simulation were that they had same program since surgery in (B)(6) 2013 and the brain became used to that program. Patient contacted a manufacturer representative who programmed the stimulator and patient was doing so much better since. Patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated.